Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During the procedure, the suture broke when suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide lot number. - how the procedure was complete? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). According to the input information from the sales rep, the lot number is unknown and there is no patient impact. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional h11: sfxsym pds+ uni vio 18in 1 sa os-6 - sxpp1a201 (sxpp1a201): unknown list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## no *** if available, provide the product order number (po). ## ***. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.